Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
(The event date has been wrongly reported in the initial MDR and is corrected accordingly.) It was reported that the ventilator failed the pressure transducer test during pre-use check. The evaluation of the provided logs confirm the reported failure with an error code indicating expiration gain >8% from factory default. Our field service engineer investigated the ventilator on site. The failure could not be reproduced. However, the expiratory valve coil and the expiratory pressure transducer printed circuit board were replaced as a preventive action. No further issues have been reported after the reported event. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The replaced parts were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.